Event description:
During an in-clinic follow-up, the leadless pacemaker (lp) was found to have a decreased in longevity from the last check. In (B)(6) 2024, the patient received an magnetic resonance imaging (MRI). At the interrogation following the scan, the longevity was over 25 years. Technical support reviewed the records and found that the MRI cleared diagnostic data which caused an overestimation in longevity calculation. The calculation has now stabilized for programming and output. The patient was in stable condition.